Manufacturer narrative:
Continuation of d10: product ID: 74002 (lot: n236341); product type: 0179-adapter. Section d references the main component of the system. Other medical products in use during the event include: product ID: 3778-75 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 3778-75 octad 1x8 lz 4mm sp 75cm en was explanted due to high impedance observed on the day of surgery. The patient requested the removal of the entire system, which was replaced with new inceptiv and surescan leads to provide a full body mr conditional system with more coverage. Troubleshooting was performed by attempting to program around the issue. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.